Manufacturer narrative:
The tandem cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl with high ketones; cause unknown. Bg was addressed with a manual injection. At the time of the report, bg had lowered to 200 mg/dl. System check with tandem technical support (cts) indicated that pump was operating as expected. Reportedly, customer uses cartridges for 3-4 days. Cts educated customer regarding labeling guidelines; customer acknowledged.